Event description:
Consumer complaint of low blood results. Customer calling concern with the meter giving 20-40 points difference. Check memory from previous results. (B)(6), 11:52pm, 112; (B)(6), 09:19pm, 177; (B)(6), 07:13am, 177; (B)(6), 05:10pm, 159 and (B)(6), 11:21am, 161. Customer states that her normal range is 180-220. Based on the customers expected results (220) and the lowest result (112), the complaint is reportable; (zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 20103). Most likely underlying root cause of malfunction: user had an inaccurate reference. User's test strip had poor fill.